Manufacturer narrative:
We are unable to perform a full investigation as no sample, product code or lot number was available. Review of complaints does not show any similar reports related to a device failure. If any further details are provided a follow up report will be submitted. The other three reports are: 1219977-2014-00027; 00028; 00029.

Event description:
Doctor reported that he had umbilical hernias and used the mesh and it developed re/rash like complications. He had to remove the mesh. He said the rash was the exact are in the umbilicus where the mesh was inserted.